Manufacturer narrative:
The non-return valve (nrv) assembly was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was due to a faulty/defective nrv. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
An astral device failed to complete its internal self-test during an evaluation of the device by resmed. There was no patient harm or serious injury reported as a result of this incident.